Event description:
It was reported that oxygen was coming out of the hose when the manifold was unhooked. It was unknown how the issue was found, no patient or user harm reported. The field service engineer (fse) reported that the issue was verified (oxygen coming out of hose when manifold is unhooked). The fse replaced o2 manifold. The system meets the specification for the performed service and is returned to use.